Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Strips not available for return.

Event description:
Caller reported aviva system blood glucose results, all mg/dl, all within 10 minutes. Customer tested her blood glucose on (B)(6) 2015 on her primary meter 53537204554 and got the following results: 5:06 pm got 233 5:07 pm got 133 5:08 pm got 281 5:09 pm got 185 customer also tested on her secondary meter 53542957352 on (B)(6) 2015 and at: 5:11 pm got 139. No adverse event reported. Strips used in 53537204554 not available for return.